Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient presented to the hcp¿s office for the evaluation of progressive urinary urgency. It was noted that the patient was seen earlier that year, at which time their battery life was 0-13% and 0 months. At the time of the visit, the patient felt their urinary urgency had progressed in severity, although they still felt some stimulation from the device. The preoperative diagnosis was that the patient had an implant that was not working anymore and it was going to be removed and replaced. During the procedure, each electrode was tested for location of the patient¿s sensation, visualization of bellows and planter flexion of the great toe. The programming head was placed over the implanted neurostimulator in a sterile cover to ensure adequate lead connection and that the parameters were within normal limits; impedances were confirmed to be within normal limits, greater than 50 and less than 4,000. It was noted that the patient tolerated the procedure well, blood loss was minimum, and the patient was transferred to recovery in stable condition and would be seen in the office in 1-2 weeks. It was noted that no battery life was detected on the battery check. No further complications were reported/anticipated.